Manufacturer narrative:
Pc-(B)(4).the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Red knob that tightens the claw of the attune femoral introducer broke off when implanting the femoral component. No adverse event to the patient occurred and impaction using the femoral impactor completed the implantation of the femoral component. The red knob was retrieved and did not fall into the patient. No delay in surgery. No charge po for replacement is (B)(6). Patient consequence? No.